Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was a device malfunction. Potential adverse events with the benchmark intracranial access system include dissection, emboli and neurological deficits including stroke and are included in the labeling. Therefore, it was determined that the reported dissection, clot formation and stroke were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure for treatment of a posterior communicating artery (pcom) aneurysm using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, while positioning the benchmark dc in the target vessel, a dissection in the internal carotid artery (ica) was observed. The dissection caused clot to form which then occluded the vessel. Subsequently, the patient suffered a stroke. The physician used the penumbra system in combination with another manufacturer's device to remove the clot in the ica terminus. The dissection was not treated and it is unknown if it was caused by the patient's vasculature or by the penumbra device. The physician decided to abort the aneurysm treatment. The patient's health status is unknown.